Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had no delivery alarms and high blood sugars. Customer was admitted to the hospital on saturday and was using the pump when they were admitted. Customer is being treated via sliding scale. Customer was expected to stay in the hospital for one more day. There were no signs of cracks or damage to the device. Customer does not have a reservoir and tubing in place in the pump. The pump passed the displacement test. Customer's blood glucose was 27.0 mmol/l. It was found that the no delivery alarm was not recorded in the pump. A replacement pump will be sent to the hospital due to the memory anomaly.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08750 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. Programmed multiple test boluses. All boluses were properly listed in the bolus history screen. No memory anomaly or a21 alarm noted. Device uploaded properly using carelink. Device had minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and a stained end cap sticker.(B)(4).